Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed that the tubing was cut and sealed at the top part of the coil. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. To correct the condition, the production process was updated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set leaked from below the chamber. This occurred during priming with normal saline. There was no patient involvement. No additional information is available.